Event description:
A dye study was performed on (B)(6) 2015 and it was determined that the catheter was kinked. At the time of implant, the patient had a laminectomy and therefore they could not use the asenda anchor. A catheter connector was used as an anchor and that is the site where the kink occurred. The catheter was surgically revised on (B)(6) 2015. The patient¿s symptoms included a lack of effect and return of some spasticity. There were no catheter segments left in the intrathecal space. It was believed the patient was doing fine. On (B)(6) 2015, additional information was received from a healthcare provider (hcp). The preoperative diagnosis was thoracolumbar tethered spinal cord and intrathecal baclofen pump catheter failure. A revision of intrathecal baclofen pump catheter and abdominal baclofen pump pouch was done. The patient did well, but with return of tone and spasticity, follow-up pump investigation demonstrated absence of flow of the pump catheter at the level of the spine. The distal end of the catheter relative to the connector, the catheter did need to take an acute bend to proceed around the thoracic cavity on its way to the pump and suspicion was that the catheter became kinked in that regions. The catheter was transected distal to this bend and no cerebrospinal fluid (csf) flow was seen. A new metal connector was used to splice the extradural portion of the intrathecal catheter to that portion emanating from the right lateral thoracic subcutaneous pouch and subsequent to the engagement of this new metal connector, flow was checked in the region of the subcutaneous pouch and good flow was obtained in this region. The metal connector was then secured to the baclofen pump. When the catheter was secured to the pump good flow of spinal fluid was able to be obtained from the side port as well and reinfused through the side port. The pump was used to deliver baclofen. No patient outcome reported.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).